Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at their last dental appointment they were informed they are at risk of losing their teeth due to the treatment plan. They have periodontal disease which the patient feels is caused by the aligners. They stopped treatment due to the risk of losing their teeth if they continue with the treatment plan.